Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 60-year-old female patient with a past medical history of coronary artery disease (cad). The impella was inserted for ventricular support during cardiothoracic (CT) surgery of coronary artery bypass graft (CABG). During the procedure, there was surgical bleeding requiring several units of volume. The physician caused some bleeding by trying to implant with excessive force. The bleeding was controlled by surgical repair. The activated clotting time (act) at the time of the bleed was 400. It was noted that there was no pre-dilation prior to sheath delivery. Five units of blood products were transfused. While the patient was in the intensive care unit (ICU), the patient experienced atrial fibrillation (a-fib) and some runs of ventricular tachycardia (vt) with movement of the patient. The impella was pulled back by 1cm, which improved the arrythmias. Amiodarone was started. Unable to obtain good visualization with echocardiogram due to silicone breast implants. Good flows noted on p-5, but unable to provide support above p-6 due to suction. Volume was given. Placement signal irregularities were also noted following a change in patient position when the patient was rolled to the left side while on bedrest. Placement signal reliability was questioned at that time. The patient was subsequently returned to the supine position, after which waveforms returned to baseline, and no alarms were reported. The impella functioned at p-8 at 4.0l/min as intended. High-risk surgeries require intense blood thinners, increasing the risk of bleeding. High-risk cardiothoracic surgery requires systemic anticoagulation, which may increase the risk of bleeding. Bleeding is a known risk associated with impella support due to anticoagulation and purge requirements. Arrythmias may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and device position.

Manufacturer narrative:
B5 and complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical/impact codes and medical device problem codes were updated/corrected and repopulated accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 60-year-old female patient with a past medical history of coronary artery disease (cad). The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: coronary artery bypass graft (CABG). During the procedure, there was surgical bleeding requiring several units of volume. The physician caused some bleeding by trying to implant with excessive force. The bleeding was controlled by surgical repair. The activated clotting time (act) at the time of the bleed was 400. It was noted that there was no pre-dilation prior to sheath delivery. Five units of blood products were transfused. While the patient was in the intensive care unit (ICU), the patient experienced atrial fibrillation (a-fib) and some runs of ventricular tachycardia (vt) with movement of the patient. The impella was pulled back by 1cm, which improved the arrythmias. Amiodarone was started. Unable to obtain good visualization with echocardiogram due to silicone breast implants. Good flows noted on p-5, but unable to provide support above p-6 due to suction. Volume was given. The post-procedure outcome is unknown. The impella functioned at p-8 at 4.0l/min as intended. High-risk surgeries require intense blood thinners, increasing the risk of bleeding. Bleeding is also a known risk due to the impella's anticoagulation and purge requirements. Arrythmias may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and improper device position.

Manufacturer narrative:
Additional information received no issues with the sheath to my knowledge. Resistance was due to patient anatomy and the pump.

Manufacturer narrative:
Section d4 serial number was corrected. Additional information received for d6 explant.

Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
Updated information: d3 MFR fax number updated. D4 UDI number updated. G1 MFR site name, danvers, removed. Additional information was provided which states that "no issues were found with the sheath and the resistance {with pump insertion} was due to patient anatomy and the pump.